Event description:
The customer reported a paddles disconnected message. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.